Manufacturer narrative:
(B)(4). The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the idle current test, the run current test, the self test, the off no power test, the unexpected restart error test, the basic occlusion test, the displacement test, and the rewind test. Analysis was unable to perform the occlusion test and the excessive no delivery test due to a prime anomaly. No motor error alarm noted by analysis. The insulin pump's motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 186 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.